Event description:
Customer reported that the t:slim x2 pump battery was not charging properly. There was no adverse impact to the customer¿s blood glucose level. Customer was using a third-party wall adapter initially, and after switching to original charging supplies, the charging process took 4-6 hours with a warning message displayed. The pump eventually began charging, and no further assistance was required.